Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was kept doing microsoft updates. A field service engineer rebooted the station to resolve the issue on ticket 01787131. The system functioned as intended.

Event description:
It was reported when using the pyxis anesthesia es system, it kept updating the system. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.